Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the suture area, approximately 23 centimeters (cm) from the terminal pin.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture in bipolar configuration. The lead was tested in unipolar with acceptable measurements. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.